Manufacturer narrative:
The pump was unable to perform displacement test due to missing retainer. The pump was received with missing o-ring, cracked select button keypad overlay, minor scratches on case, peeling serial number label and minor scratches on lcd window.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged at the reservoir thread. The customer's blood glucose level was reported to be 130mg/dl. It was reported that the pump would be replaced and returned for analysis.